Manufacturer narrative:
The ge service rep troubleshoot, and found connection on the ii to be the cause of the error. He repaired the connection. The unit is working as intended.

Event description:
The customer reported that there were blurry images and a sizing issue.